Event description:
It was reported during implant of an artificial cervical disc that one of the locking screws would not engage onto the superior portion of the implant. After 20 minutes of the surgeon attempting to engage the screw, the doctor finally used a mallet and hit the screw into the implant and engaged the locking screw into the implant. The surgeon turned the locking screw a couple of times but wasn't completely confident it was really locked. The screw was left in place. There were no patient complications.

Manufacturer narrative:
(B)(4): the device remains implanted. The product will not be returned to the manufacturer for evaluation.